Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with three infusion sets during january and february. The patient stated that the cannulas were kinked, and symptoms were noticed more than three hours after insertion. Each infusion set had been in use for 6-8 hours and was inserted in the abdomen. The patient experienced high blood glucose, reported as high, and treated the elevated glucose with a correction injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.